Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion, component code). Additional information: e1 (event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium pressure regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during preparation for operation, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.